Event description:
A peritoneal dialysis (pd) pt reported experiencing drain issues during treatment but did not display any overfill symptoms. Drain 0: 1990; fill: 2240; drain 1: 8303ml; fill 5: 1004. The reported manual stat drain volume of 8303ml was 369% over the expected drain volume which resulted in a reportable malfunction. The pt did not require medical intervention or treatment asa result of the overfill.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post clinical staff and completion of the plant's investigation.